Event description:
On (B)(6) consumer had treatment with filler by a dermatologist in office. Three syringes were used. The effects are supposed to last up to a year, but were largely gone after a month. She contacted the MFR who explained it as a loss of correction. This result is not in the product info. She feels that companies need to be better regulated in making product claims.